Event description:
It was reported that interrogation of the pulse generator was intermittent. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.